Event description:
The hospital reported that during the saphenous vein harvesting procedure, the pt had a co2 embolism. The hosp staff hooked up the device directly to te co2 line in the wall without using an insufflator. During the procedure the pt's stomach became large and blood co2 level increased. The co2 flow was turned off anf the pt stabilized. The lower leg was bridged to retrieve the vein. The pt was doing fine post-op and no other pt complications were reported. The hosp did not report any device malfunction.